Event description:
It was reported that the intra-aortic balloon (iab) was inserted on (B)(6) 2024. The insertion was reported to be axillary, which is not the method described in the device instructions for use. On (B)(6) 2024, the iab was repositioned at bedside due to migration. On (B)(6) 2024, the central lumen became clotted and a radial arterial line was placed to monitor the waveform. On (B)(6) 2024, multiple high pressure/ kink alarms were generated. On (B)(6) 2024, the iab migrated and was repositioned the next day. On (B)(6) 2024, the volume deflated to 36ml. On (B)(6) 2024, the console alarmed indicating blood in the iab and a kinked catheter. It was noted that the patient was not being moved at time of the failure, but had been ambulating daily. The iab was removed at 2055. No blood was found in the helium line or console. A new iab was inserted on (B)(6) 2024 and therapy was continued. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete initial reporter name: (B)(6). Occupation: bsc, rrt, rrt-accs, clinical quality & patient safety coordinator the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Event description:
N/a

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender tubing was also returned. A visual examination of the product detected the inner lumen within the catheter tubing was completely separated within a kink near the y-fitting approximately 76.2cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extender and extracorporeal tubing was performed and a leak was observed on the catheter tubing at the kinked location of 76.2cm. The penetration found in the catheter tubing and the inner lumen separation appears to have been caused by a severe kink flexing back and forth that eventually penetrated the tubing and inner lumen causing the reported problems. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problems. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.